Event description:
Customer reported that the needle broke while closing the rectus fascia following laparoscopic procedure. Procedure was converted to an open procedure to locate and excise the broken needle. Conversion to open procedure extended duration by approx 2 hours.